Event description:
It was reported that when the customer released the joystick after scanning toward the foot side, the scanning movement continued (approx 20 cm). The collimator struck the pt's knees, but the pt was not seriously injured. The pt was sitting on the footrest with the table in the vertical position.